Manufacturer narrative:
By the check of the dhrs, no pre-existing anomaly was detected on the components placed on the market with lot #1480344. According to our records, at least 29 out of 30 modular heads with lot #1480344 have been implanted and this is the first and only complaint received on this lot#. No additional detail was available on this post-operative issue, specifically the following information was requested to the complaint source but it was not available: post-operative x-rays of previous surgery, pre-operative x-rays of surgery, patient data, such as bmi, comorbidities and activity level. On the basis of the few information received, we are not able to further investigate the root cause of the event. However, considering the check of the manufacturing charts of the lot involved, the lack of similar complaints on the same lot number, we can state that the event was not product related. Pms data on the basis of our pms data, the revision rate due to hip dislocation/luxation involving modular heads with codes 5010.42.xxx is very low (<0,01%). No corrective actions implemented due to this specific case. Limacorporate will keep the market monitored. Note: this is an initial-final combined report as all the available information was already received and analyzed.

Event description:
Hip revision surgery performed on (B)(6) 2015 due to dislocation. The femoral modular head - l ø28mm (product code (B)(4), lot# 1480344 - ster. 1400069) was explanted. A revision head size l dia. 32 mm was implanted. Previous surgery took place on (B)(6) 2015. The implant was revised on (B)(6) 2020: the revision surgery was registered as complaint (B)(4) and it was due to displacement of the liner (product not manufactured by lima ). Event occurred in (B)(6).